Manufacturer narrative:
Plant investigation: the actual function board was returned to the manufacturer for physical evaluation. The functional board was received with signs of thermal damage to ferrite chip bead (l16). There is no other damage found on the functional board. The functional board (as-received condition) was installed into a test machine. There were no problems during the initial power up. The clic device failed to communicate with the test machine. The failure was due to the damaged ferrite chip bead (l16). L16 is part of the usb circuit on the functional board. An attempt to replace l16 was unsuccessful, due to a lifted trace under l16. The manufacturer was able to confirm the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine experienced an out-of-the-box failure on the function board. Upon evaluation of the returned sample, evidence of thermal decomposition were found due to a short circuit. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.